Event description:
It was reported that the patient experienced an atrophy around the artificial urinary sphincter (aus) cuff and due to this, also recurring incontinence. A surgical procedure was performed to replace the system. There were no patient complications.